Event description:
It was reported that during a ptca/stent procedure to treat a moderately calcified lesion in the rca, the vision stent delivery system was advanced, but resistance was noted in the guiding catheter and in the anatomy, therfore, the device was removed. Once the device was outside of the pt, it was noted that the stent implant was missing. No attempts were made to recover the stent. The pt was moved to another hosp (which had emergency surgery available), and another stent was placed in the lesion. No pt effects were reported.